Event description:
Patients reports that he has not experienced pain relief since implant. The patient reports a recent dye indicated no problems. An MRI may be scheduled for the future. Additional information has been requested from the hcp, but was not available on the date of this report.